Manufacturer narrative:
A device history record (DHR) review did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The subject product was manufactured in 2008 and has been used beyond its service life of five years. Probable cause for the endoscopic image to fail to appear is due to the malfunction of the charge coupled device (ccd) unit which might have been caused by deterioration over time or any strong impact applied to the device. If additional information is obtained a supplemental report will be filed.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue could not be confirmed. However, the image was grainy due to a faulty ccd (image sensor) unit. No other issues were found during the inspection. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
An olympus sales representative reported an image problem while using a camera head. No patient involvement was reported. No additional information has been obtained.